Event description:
It was reported to philips that the customer was unable to perform fluoroscopy or exposure with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned as the issue occurred at the end of the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the customer was unable to perform fluoroscopy or exposure with the footswitch. Review of the system log file showed a warning massage that is cumulative area did not receive from aep meter within interval. Upon troubleshooting fse found the defective aep ionizing chamber. To resolve this issue, fse replaced aep meter. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was observed at the end of the diagnostic procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.